Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh erosion, pelvic and vaginal pain, urine leakage, vaginal bleeding, vaginal irritation, pelvic scarring, cystocele, rectocele and abdominal pian. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.